Event description:
Patient having bilateral breast silicone breast implant exchange for saline breast implants for asymmetry. Upon surgeon removing silicone breast implants, discovered rupture in both implants.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that cause of death was av groove disruption.

Manufacturer narrative:
It was learned that the patient expired after an implant duration of zero days.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that "2 of the 3 struts were caught by sutures despite checking closely before securing."

Manufacturer narrative:
(B) (4) av groove disruption.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.